Event description:
Complainant alleged that during biomedical dept's routine testing and preventative maintenance of the device using a fully charged battery. The device was unable to charge to 200 joules and using a different fully charged battery tested in a 4x4 power charger the device was unable to power up. The complainant indicated that there was no pt involved in the reported failure.